Manufacturer narrative:
The hill-rom technician found the brakes needed adjustment. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician adjusted the steer brake caster and the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes do not hold properly. The pedals do latch and stay down but brakes do not hold. The bed was located at the account in the spa. There was no pt/user injury reported. (B)(4).